Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted replace battery alarms after installment of a new battery. It was reported there was evidence of moisture within the battery compartment. The reporter stated the pump was worn in a pool. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed related call service alarms. There was no evidence of excessive battery usage in the black box. A battery compartment crack was observed during evaluation. Leak testing discovered a battery compartment leak. The battery cap threads were found to be damaged. The battery cap was unable to secure properly to the pump and a power loss was observed. A test battery cap was unable to be secured; a power loss was not observed with the test cap. The pump¿s electric power draws were found to be within specification. There was evidence of moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.